Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for a chronic total occlusion atherectomy procedure in the mid superficial femoral artery (sfa). Aspiration was initiated inside the body; however aspiration was lost after 2-3 minutes of use. The device was removed, re-primed and rested in a cup of saline. The device was advanced back into the patient and still would not aspirate. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.